Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, there was evidence of moisture behind the display lens. A leak test failed due to a bolus button leak. The pump was opened and there was evidence of moisture on the inside cover, transceiver and force sensor plate. The ¿replace battery¿ alarm appeared after confirming the verification screen. The replace battery alarm occurred because of moisture. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.